Event description:
It was reported that the patient had passed away on (B)(6) 2014. The cause of death was unknown and the relationship of the death to vns was also unknown.

Event description:
Per the department of vital records in the state the patient passed away in, the manufacture is not eligible to obtain a copy of the patient¿s death certificate. The manufacturer performed an internal sudep evaluation which determined the cause of death to be possible sudep.